Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the pump had a high pressure alarm, the patient changed both the cassette and pump but it was not resolved. The physician checked the jejunal tube under fluoroscopy and the jejunal tube was found to be kinked. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of jejunal tube was kinked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the pump had a high pressure alarm, the patient changed both the cassette and pump but it was not resolved. The physician checked the jejunal tube under fluoroscopy and the jejunal tube was found to be kinked. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 13, 2014: the kink was noticed and fixed by the physician on (B)(6) 2014. The jejunal tube has been in place for 4 months. This device remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.